Event description:
It was reported that tip detachment occurred. The target lesion was located in the moderate to severely calcified left anterior descending artery. A 190cm, straight-tip hornet 10 guidewire was selected for use. However, during unpacking, the tip of the guidewire broke. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the moderate to severely calcified left anterior descending artery. A 190cm, straight-tip hornet 10 guidewire was selected for use. However, during unpacking, the tip of the guidewire broke. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. A kink was observed with an inner angle of about 166 degrees 1260mm from the distal tip. No other abnormalities were observed.